Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a distal circumferential fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that when the physician entered the fiber into the prostate and was going to start the procedure, he noticed the laser aiming beam was coming out from the tip of the fiber instead of from the side therefore the fiber was removed out of the patient. The procedure was successfully completed using another fiber without patient complications.

Event description:
It was reported that when the physician entered the fiber into the prostate and was going to start the procedure, he noticed the laser aiming beam was coming out from the tip of the fiber instead of from the side therefore the fiber was removed out of the patient. The procedure was successfully completed using another fiber without patient complications.